Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This medwatch is being filed to relay additional information. Current repair product evaluation product review of the duo cart serial number (B)(6) by a zimmer biomet certified service repair technician (B)(6) 2020 revealed that the power cord was damaged and power inlet module damaged. Product repair: repair of the device was performed by a zimmer biomet certified service repair technician on (B)(6) 2020 which included replacement of the following: power inlet module (pn90204, ln n/a), fuse (pn90562, ln n/a) the device, serial number (B)(6), was then tested and functioned properly. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the cart had a burnt power cord. Based on account¿s feedback, the power cord was run over which caused it to be burnt and the power inlet to be damaged. Tech replaced both power cord and power inlet module. No flame, spark, fire, or exposed wire. The event timing was during cleaning. There was no harm to the patient. There was no adverse event reported as a result of this malfunction.